Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 43 mg/dl; cause was unknown. Glucose tablets and a hamburger were consumed to treat bg level. A system check was performed with tandem technical support and verified that the pump was functioning as intended. During a follow-up call, the customer reported that the cause of the low bg was due to having over-bolused for dinner by entering in an inaccurate number of carbohydrates in the bolus menu.